Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013 the patient underwent: anterior lumbar interbody fusion at l4-5. Use of anterior structural cage for support. Use of local allograft bmp for fusion. Use neuromonitoring of the spinal cord. Partial vertebrectomy of l4 for purpose of decompression and fusion. Preoperative diagnosis: degenerative spondylolisthesis l4-5. Chronic low back pain. Regular greater than left lower extremity pain. Per-op notes: "then brought in the am-8 high speed burr, burred an away the inferior portion of the l4 vertebral body, as well as the superior portion of the l5 body down to the posterior vertebral body margin. I obtained the appropriate size graft and placed bmp within cages x2. I placed these cages in the interbody space and confirmed my position with pa and lateral fluoroscopy. Following then, I burred a trough anterior, as well as between the cages and packed this entire area tightly with allograft bone using a bone tamp."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.